Event description:
It was observed during the device inspection that the gastrovideoscope had an unspecified defect in the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Pending confirmation of the device return date (d9). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, d9, g3 (new aware date should be 5 aug 2024), h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, we could not conclusively identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection that the ultrasound probe was damaged.